Event description:
Implant date: 1994. Explanted 1994 due to "loose" screws. Pt implanted with spinal fixation system (tsrh) in 1994. Pt complained of pain. Explanted 1995, at which time it was noted that there was fusion.